Event description:
Dr. Prepped patella and replaced with a larger poly. 69 yr old male.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00496360_1644408-2025-00708; 343-13-704, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.